Manufacturer narrative:
The alleged failure was resolved by the customer.

Event description:
It was reported that the customer was unable to hear alarms. The device was in use on a patient. There was no report of patient or user harm.